Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it was returned deployed with the white suture exiting the guide. The four needles, green suture, and one of the coiled suture lumen were not returned. White suture at the handle end of the device was found looped around a loose unattached coiled suture lumen without any slack in the suture. This prevented the white suture from fully deploying by effectively limiting the amount the suture could be deployed through the device, which confirmed the reported event. It was not determined why or how the coiled suture lumen became detached from its respective suture lumen. The coiled suture lumens, two per device, are placed over both the green and white sutures during device manufacture to prevent suture entanglement as occurred in this event. It is possible the coiled suture lumens were manually removed prior to or during the procedure, but it could not be confirmed. During the manufacturing process, the coiled suture lumens are installed and inspected for proper coiled suture lumen installation and the lot is visually inspected a second time to verify proper coiled suture lumen installation. Based on the investigation, the cause for the removal of the coiled suture lumens and subsequent interference to suture deployment could not be determined. There was no detected product or product lot quality deficiency. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database was performed for the lot and there have been no previous incidents reported for a failure to deploy the needles/suture. All products are subject to an inspection by manufacturing and a sample of the lot is functionally and destructively tested to verify lot performance. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an aortic valve replacement procedure, pre-close placement of the sutures was achieved of the right femoral artery using prostar xl devices. Reportedly, during needle deployment, after removing one needle from the hub, it was noted that the white suture was blocked in the needle just at the end of the sheath. The prostar xl device was removed with the white suture remaining blocked in the device. The green suture deployed appropriately and remained in vessel of the patient. A second prostar xl device was deployed in opposite orientation. The sutures were set to the side and after conclusion of the aortic valve replacement procedure; hemostasis was achieved at the arteriotomy site with three sutures instead of two sutures. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.